Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic head. It was noted that the device will be returned for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient required the revision due to shattered ceramic head on gmrs.

Manufacturer narrative:
An event regarding fracture involving an unknown ceramic head was reported. The event was confirmed. Device evaluation and results: visual analysis confirmed the reported event. A material analysis indicated nothing could be learned from the fracture due to post fracture abrasion. No material or manufacturing defects were observed on the surfaces examined. Conclusions: no further investigation for this event is possible at this time with the information provided. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient required the revision due to shattered ceramic head on gmrs.